Event description:
It was reported that the right ventricular lead exhibited oversensing. The physician suspected lead fracture. The lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).